Event description:
The complainant reported that the clinician was performing an radiofrequency ablation procedure (rfa) on the liver of a female patient (age and weight unknown). During the procedure, the physician employed a leveen needle and four patient grounding pads with the radiofrequency generator. The first rfa procedure was started at 40 watts, up 10 watts per minute and then the physician held it for 12 minutes at 160 watts. The rfa was then stopped due to the patient feeling pain at the patient grounding pads, and roll-off was not achieved. A second ablation was started and was held at 120 watts, and then stopped after 9 minutes, without roll-off being achieved. A third ablation was started and held at 120 watts for 7 minutes, but again the procedure was stopped without roll-off being achieved. The procedure was then halted due to patient pain. When the patient grounding pads were removed from the patient's body, some thermal burns were noted at the patient's left inside femoral and at the patient's right outside and inside femoral area. The complainant reported that the thermal burns were not considered a serious injury by the clinicians. There was no indication from the complainant of any treatment required for the reported thermal burns. Please reference attached medwatch report numbers 3005099803-2008-2587, 3005099803-2008-2588, 3005099803-2008-2593 and 3005099803-2008-2710, which document the four patient grounding pads used during this procedure.

Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-2908.

Manufacturer narrative:
The device history record for this device was reviewed. The review showed that there were no anomalies associated with this unit and that it had never been returned for servicing. The complaint sample was received and processed by the OEM. Open receipt of the product, they opened up the unit and performed a visual inspection. No anomalies were noted. The unit passed environmental stress testing, which included high temperature testing, low temperature testing, electrical testing, vibration testing and both low & high voltage testing. The complaint condition could not be confirmed. The relationship between the suspect device and the reported event is undetermined.